Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that after she wore a tampon about an hour, upon removal the string pulled out leaving the tampon inside. She manually removed the tampon and it came out in three pieces. She was able to remove all the tampon pieces and was doing fine. She did not seek medical attention.